Event description:
An olympus representative reported to olympus, on behalf of the customer, an alarm occurred after the power was switched on the high flow insufflation unit and the front panel display turned off. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the liquid crystal display on the front panel disappeared due to the main board failure. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the liquid crystal display disappeared due to the failure of the main board. The cause that led to the failure of the main board was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.